Manufacturer narrative:
(B)(4). Device evaluation: the complaint of a kinked guide wire was confirmed through visual inspection of the returned sample. The customer returned one guide wire, which has one kink near the distal end. The guide wire met specifications for length and outer diameter and passed functional testing. The device history records were reviewed with no findings to suggest a manufacturing related issue relevant to this complaint. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the information reported and the observed damage operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion of the catheter, the guide wire twisted before it was even used; which could have caused vascular lesion (if it had been used). The kit was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The device history record review performed did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The potential cause could not be determined based upon the information provided and without a sample.